Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019 and failed on (B)(6) 2019. The patient was sick and asleep at the time of failure. Because of the sensor failure, she was unaware of her blood glucose (bg) rising to 596 mg/dl. She went to the emergency room (ER) and was admitted to the hospital for 24 hours. She was given insulin and fluids via intravenous (IV) therapy for dehydration. The patient also had a chest x-ray, electrocardiogram (EKG), and blood and urine tests. Her ketones were very high, and her bicarbonate level was critically low. They had difficulty controlling her glucose while hospitalized and it ranged from 30 mg/dl to 400 mg/dl. At the time of the call she was home, but still feeling unwell and needing to sleep. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be counts aberration. No additional patient or event information is available.